Manufacturer narrative:
The lock up was the result of a latent component failure in the rdp7 board assembly.

Event description:
System was being used in an ablation procedure and it froze up. No further information was provided by the siemens distributor biosense webster.